Event description:
It was reported that the patient presented for a left bundle branch area pacing (lbbap) right ventricular (rv) lead implant procedure. During lead repositioning, upon inspection, it was found that the rv lead insulation was twisted. The rv lead was not used. The physician elected to use a new rv lead and successfully completed the procedure. The patient was discharged post-operation.

Manufacturer narrative:
The reported event of ¿insulation around the lead was twisted¿ was not confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.